Event description:
It was reported that the ilet did not initially pair with the dexcom g7, despite glucose values appearing in the g7 application, and pairing succeeded after the user toggled between g6 and g7 settings and restarted the ilet. Symptoms included no reported clinical effects or alarms. Outcomes included successful pairing and restoration of expected function without medical intervention or hospitalization. Investigation included user-guided troubleshooting and education. Investigation of this case revealed a pairing failure between the ilet and the g7 that was resolved through software setting toggling and device restart, consistent with a transient connectivity or configuration issue. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and device software behavior leading to temporary pairing failure, resolved by standard troubleshooting.